Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to procedural circumstances. The cause of the reported difficult imaging appears to be due to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. During the procedure, triclip steerable guide catheter was used for mitraclip procedure. After successful procedure, same triclip steerable guide was used for the triclip procedure. During triclip procedure, first triclip was implanted on anterior and septal leaflet and it was determined that a single leaflet device attachment (slda) has occurred and the clip was no longer attached to the anterior leaflet. Second triclip was implanted on anterior and septal leaflet to stabilize the first clip and it was determined that a single leaflet device attachment (slda) has occurred and the clip was no longer attached to the septal leaflet. Third triclip was implanted to stabilize the first and second triclips. Imaging was difficult. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.